Event description:
It is reported that the device was implanted in 2008 and was revised three months later, due to the patient falling and causing periprosthetic fx. During revision surgery, it was noted that a small piece of plasma porous coating disassociated from the substrate.

Manufacturer narrative:
This report will be amended when our investigation is complete.